Event description:
It was reported to st. Jude medical that the pt received inappropriate shocks due to t-wave-sensing. An attempt was made to reposition the lead. Duting the revision, the lead could not be unscrewed. The lead was explanted.